Event description:
The customer reported that the device was not cutting or sealing properly although the generator in use provided an end tone, indicating a completed seal cycle. The customer reported that there may not have been energy delivered to the area where sealing was attempted. The surgeon used another device to complete the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). The cord was cut off of the incident sample when rec'd. As a result, the device could not be properly evaluated for sealing function. (B)(4).